Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was 792 mg/dl. Customer addressed the elevated blood glucose level by a manual insulin injection.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.